Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for full event site name:(B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit does not press balloon. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4,b5, d9, d10, e1(e-mail), e2, e3,g1(name), g6, h2,h3, h6 (health effect ¿ clinical code, health effect ¿ impact code, component code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The reported fault was not found in the examination of the device. A trainer was connected to the device and all functions were tested and all manifolds were tested. It was reported to the authorities that the device battery maintenance should be performed. The device was delivered in working condition after the tests and is suitable for clinical use.